Event description:
It was reported that during central processing, there was an issue with the mcs instrument. There was no report of patient involvement. Intuitive surgical inc. (Isi) followed up with the customer to confirm that central processing staff found loose and broken gray cables in the instrument¿s wrist post-surgery when taking out the tip cover, before starting the reprocessing process. No patient harm was reported nor any issues in surgery was reported by surgeon/or staff.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors was analyzed and found that the complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue." The instrument was found to have a broken grip cable at the distal end. The instrument was found to have a dislodged grip cable at the proximal end in the housing, likely causing the cables to appear loose at the distal wrist. The root cause of grip cable dislodged proximal is attributed to a component failure. Common causes of the failure mode dislodged instrument grip cables are attributed to a component failure dislodged cables are attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could "slip" with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. A dislodged cable at the proximal end can then result in the cable becoming derailed or loose at the distal end, which may lead to non-intuitive motion. The probable root cause is attributed to component failure.

Manufacturer narrative:
The instrument was found to have a dislodged grip cable at the proximal end in the housing, likely causing the cables to appear loose at the distal wrist. The root cause of grip cable dislodged proximal is attributed to a component failure. Common causes of the failure mode dislodged instrument grip cables are attributed to a component failure dislodged cables are attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could "slip" with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. A dislodged cable at the proximal end can then result in the cable becoming derailed or loose at the distal end, which may lead to non-intuitive motion.

Event description:
Refer to h11 for follow-up information.